Event description:
The user facility reported that there was a red substance on the device near the battery during preparation of a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not confirmed during the device evaluation.

Event description:
The user facility reported that there was a red substance on the device near the battery during preparation of a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.